Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was not showing, the atrial and ventricular lights were blinking, and the sense light was solid. It was also reported that the device display was occasionally flashing two parallel lines as well. The caller was advised that the epg was most likely at the end of its service life. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the upper and lower case, display, and main printed circuit board (pcb) were contaminated. It was also indicaed that the side bail covers and battery drawer were damaged, and that the keyboard was scratched. The epg was to be scrapped.